Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #18 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed.